Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation with small pimples. The patient's physicians prescribed cetirizine tablets and hydrogalene creme, as well as memocutan cream. The patient's physician also instructed the patient to remove the lifevest at night. Follow up indicated that the irritation improved.